Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens optic was broken. The lens was explanted and replaced with same model and same diopter company lens during initial procedure. The procedure was completed on same day without any harm to the patient. In the surgeon opinion, it was unknown what product caused or contributed to the event and stated lens folded caused or contributed to the event. The patient issues was resolved and the surgeon prognosis was good additional information has been requested.